Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation found that the unit went to emergency mode after several minutes of testing due to a faulty power supply. In addition, overheating was observed. The lamp life was noted at 500 or more hours and no thermal paste was present. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the spare lamp alert turned on despite changing a lamp. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply (ignitor and convertor) and no thermal paste/heat compound being present could not be identified. Olympus will continue to monitor field performance for this device.